Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached at the quick release. The patient had two episodes of high blood glucose the previous night. The first event occurred while the patient was sleeping and the second one occurred while the patient was watching television on sofa. The site was initially the patient's leg and later to right side of stomach and the pump was located on the belt clip. The infusion had been in use for few hours. The infusions were stored in a drawer in the kitchen. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.